Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 09/24/2014. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported visual examination revealed the patient's lead had migrated towards the surface of the skin. The patient continues to have stimulation. As a result, the patient will undergo surgical intervention.